Event description:
In 2007, the lay user/patient contacted lifescan (another country) alleging an "error 4" issue with her one touch ultra meter. The patient reportedly had been getting the "error 4" message on her meter "for awhile." The customer service representative (csr) noted that the correct technique was used and that the meter was within acceptable temperature range. The patient did not have any test strips to troubleshoot on the phone; therefore, it is unknown if the "error 4" could have been resolved with troubleshooting. Four days earlier between 10-11am, the patient felt that her eyes were heavy and that her eyes rolled back. She could hear what was going on around her, but was unable to respond. She felt tired and weak and started sliding down her chair. Her boss placed some sugar on the patient's lips, and she felt better afterwards. The patient did not seek/receive any additional medical attention. The patient reportedly did not rest on her meter at the time of the incident because the meter has not been working "for awhile." It would be helpful to know the patient's diabetes care regimen (testing frequency and medication regimen), how long the patient was unable to test on her meter due to the "error 4," if the patient continued taking her diabetes medications, if applicable, as prescribed. It would also be helpful to know what events led to the patient's reported symptoms, such as her meals, activities level and medications. Based on the provided information, this complaint is being reported because the patient alleged she was unable to test on her meter "for a while" due to an "error 4" issue and then suffered a hypoglycemic event. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.